Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), the first episode of genital haemorrhage ("excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure (batch no. C05416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2014). Concurrent conditions included anxiety, urination difficulty, menstruation irregular, vaginal itching and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain "), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("hives"). On an unknown date, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("constant and severe joint pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain (constant and severe)"), depression ("depression"), genital discharge ("spotting with absolutely horrible smell"), the second episode of genital haemorrhage ("spotting with absolutely horrible smell") and ear disorder ("non stop issues 2 weeks after surgery"). The patient was treated with surgery (on (B)(6) 2016: total hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016: total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, arthralgia, alopecia, menstrual disorder, abdominal pain and back pain had resolved and the urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, nausea, migraine, headache, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, depression, genital discharge, the last episode of genital haemorrhage and ear disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, ear disorder, fatigue, genital discharge, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and the first episode of genital haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: coils appear normal bilaterally on (B)(6) 2016, surgical pathology report showed, uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with acute and chronic cervicitis and no dysplasia. Benign proliferative endometrium, occasional uterine serosal surface adhesions. Bilateral fallopian tubes with no specific pathologic abnormality. Concerning the injuries reported in this case, the following one/ones were reported via social media:inner ear disorder, feeling abnormal, depression most recent follow-up information incorporated above includes: on (B)(6) 2018: coding correction: event was clarified as ''spotting with absolutely horrible smell "and splitted to smelly genital discharge and genital spotting. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), the first episode of genital haemorrhage ("excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure (batch no. C05416-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2014). Concurrent conditions included anxiety, urination difficulty, menstruation irregular, vaginal itching and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain "), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("hives"). On an unknown date, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("constant and severe joint pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain (constant and severe)"), depression ("depression"), genital discharge ("spotting with absolutely horrible smell"), the second episode of genital haemorrhage ("spotting with absolutely horrible smell") and ear disorder ("non stop issues 2 weeks after surgery"). The patient was treated with surgery (on (B)(6) 2016: total hysterectomy with bialateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, arthralgia, alopecia, menstrual disorder, abdominal pain and back pain had resolved and the urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, nausea, migraine, headache, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, depression, genital discharge, the last episode of genital haemorrhage and ear disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, ear disorder, fatigue, genital discharge, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: coils appear normal bilaterally. On (B)(6) 2016, surgical pathology report showed, uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with acute and chronic cervicitis and no dysplasia.. Benign proliferative endometrium, occasional uterine serosal surface adhesions. Bilateral fallopian tubes with no specific pathologic abnormality concerning the injuries reported in this case, the following one/ones were reported via social media:inner ear disorder, feeling abnormal, depression. Most recent follow-up information incorporated above includes: on 18-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and bleeding genital ('excessive bleeding') in a 30-year-old female patient who had essure (batch no: c05416-inv, c06516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3 (on (B)(6) 2005, on (B)(6) 2010, on (B)(6) 2014). Concurrent conditions included anxiety, urination difficulty, menstruation irregular, vaginal itching and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 28 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("hives") and was found to have weight increased ("weight gain "). On an unknown date, the patient experienced bleeding genital (seriousness criteria medically significant and intervention required), arthralgia ("constant and severe joint pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain (constant and severe)"), depression ("depression"), genital discharge ("spotting with absolutely horrible smell"), genital bleeding ("spotting with absolutely horrible smell") and ear disorder ("non stop issues 2 weeks after surgery"). The patient was treated with surgery (on (B)(6) 2016: total hysterectomy with bialateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bleeding genital, menorrhagia, vaginal haemorrhage, arthralgia, alopecia, menstrual disorder, abdominal pain and back pain had resolved and the urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, nausea, migraine, headache, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, depression, genital discharge, genital bleeding and ear disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bleeding genital, depression, dysmenorrhoea, dyspareunia, ear disorder, fatigue, genital discharge, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and genital bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: coils appear normal bilaterally. On (B)(6) 2016, surgical pathology report showed, uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with acute and chronic cervicitis and no dysplasia.. Benign proliferative endometrium, occasinal uterine serosal surface adhesions. Bilateral fallopian tubes with no specific pathologic abnormality. Concerning the injuries reported in this case, the following one/ones were reported via social media:inner ear disorder, feeling abnormal, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure (batch no. C05416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2014). Concurrent conditions included anxiety, urination difficulty, menstruation irregular, vaginal itching and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain "), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("constant and severe joint pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain (constant and severe)"), depression ("depression"), feeling abnormal ("smell is absolutely horrible") and inner ear disorder ("non stop issues 2 weeks after surgery"). The patient was treated with surgery (on (B)(6) 2016: total hysterectomy with bialateral salpingectomy) and surgery (on (B)(6) 2016: total hysterectomy with bialateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, arthralgia, alopecia, menstrual disorder, abdominal pain and back pain had resolved and the urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, nausea, migraine, headache, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, depression, feeling abnormal and inner ear disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, inner ear disorder, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: coils appear normal bilaterally on (B)(6) 2016, surgical pathology report showed, uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with acute and chronic cervicitis and no dysplasia.. Benign proliferative endometrium, occasinal uterine serosal surface adhesions. Bilateral fallopian tubes with no specific pathologic abnormality. Concerning the injuries reported in this case, the following one/ones were reported via social media:inner ear disorder, feeling abnormal, depression. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received:the event inner ear disorder, feeling abnormal, depression,reporters added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), bleeding genital ('excessive bleeding'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. C05416-inv, c06516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3 (B)(6) 2005, b)(6) 2010, b)(6) 2014). Concurrent conditions included anxiety, urination difficulty, menstruation irregular, vaginal itching and pelvic adhesions. On b)(6) 2014, the patient had essure inserted. On b)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 28 days after insertion of essure. On b)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("hives") and was found to have weight increased ("weight gain "). On an unknown date, the patient experienced bleeding genital (seriousness criteria medically significant and intervention required), arthralgia ("constant and severe joint pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain (constant and severe)"), depression ("depression"), genital discharge ("spotting with absolutely horrible smell"), genital bleeding ("spotting with absolutely horrible smell") and ear disorder ("non stop issues 2 weeks after surgery"). The patient was treated with surgery (on b)(6) 2016: total hysterectomy with bialateral salpingectomy). Essure was removed on b)(6) 2016. At the time of the report, the pelvic pain, bleeding genital, menorrhagia, vaginal haemorrhage, arthralgia, alopecia, menstrual disorder, abdominal pain and back pain had resolved and the urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, nausea, migraine, headache, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, depression, genital discharge, genital bleeding and ear disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bleeding genital, depression, dysmenorrhoea, dyspareunia, ear disorder, fatigue, genital discharge, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and genital bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on b)(6) 2015: results: coils appear normal bilaterally. On b)(6) 2016, surgical pathology report showed, uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with acute and chronic cervicitis and no dysplasia.. Benign proliferative endometrium, occasinal uterine serosal surface adhesions. Bilateral fallopian tubes with no specific pathologic abnormality. Concerning the injuries reported in this case, the following one/ones were reported via social media:inner ear disorder, feeling abnormal, depression most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), headache ("headaches"), hypersensitivity ("allergic reaction") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2015: had a hsg test, the result was not provided. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (batch no. C05416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (B)(6). Concurrent conditions included anxiety. On (B)(6) 2014, the patient had essure inserted. On 8-jan-2015, 28 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On 1-aug-2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain "), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urticaria ("hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("constant and severe joint pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain") and back pain ("back pain (constant and severe)"). The patient was treated with surgery (on 15-nov-2016: total hysterectomy with bialateral salpingectomy ). Essure was removed on 15-nov-2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, arthralgia, alopecia, menstrual disorder, abdominal pain and back pain had resolved and the urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, nausea, migraine, headache, dysmenorrhoea, dyspareunia, hypersensitivity and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: coils appear normal bilaterally most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Information added: patient¿s age, medical history, relevant test, essure lot number, events (abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems, hair loss, weight gain, nausea, vaginal discharge, constant and severe joint pain), event outcomes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.